Manufacturer narrative:
The exact date of the postoperative event is unknown; however, it reportedly occurred two (2) to three (3) weeks after the initial procedure. Additional product codes for this report include hrs and hwc. Devices have not been explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6), 2015 during which a distal femur plate, screws, and cable was implanted to treat a femur fracture. (A competitor's osteobiological product was implanted as well.) No surgical delay was reported for this procedure. Approximately two (2) to three (3) weeks postoperative, a magnetic resonance image (MRI) was performed. As a result, the patient sustained a burn. This report is 2 of 10 for (B)(4).